Event description:
The customer reported that the sensor port one is not working, however, the alarm does power on. They also reported that the alarm needs a new battery door. No pt injury was reported.

Manufacturer narrative:
(B) (4) - sensor port not working, battery door damage. Eval of the returned product shows that the alarms battery door is broken off. The sensor port one does not work but fail safe functions are ok. The sensor port two does work. (B) (4).